Manufacturer narrative:
Concomitant products: unk-idrvultra (brand name: unknown idrive handle, serial number: unknown); unk-egiaadapter (brand name: unknown egia adapter, serial number: unknown); intb100 (brand name: intb100 idrive rechargeable batteryx1, lot number: unknown) title: learning curve for laparoscopic sleeve gastrectomy: a cumulative summation (cusum) analysis source: obesity surgery (2022) 32:2598¿2604. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study aimed to analyze the learning curve for laparoscopic sleeve gastrectomy for morbid obesity between april 2013 and february 2016. Gastric mobilization and any adhesions between the pancreas and stomach were taken down using a cordless ultrasonic dissection device and the gastric resection was performed using violet reloads on a powered stapling system. The staple line was checked with a methylene blue test but was not reinforced. There were 112 patients in the study. One patient that experienced a staple line leak required surgery and an endoscopic covered stent. The hospital stay was extended. Stenosis was also reported.